Event description:
User facility reports a pt experienced systemic flushing, hypertension, nausea, tachepna and gross hemolysis. Pt received 2 units prbc's and was hospitalized and discharged post 3 days.

Manufacturer narrative:
Sections a&b provided by user facility. H10 - user facility provided info. Pt experienced symptoms post receiving .9 ns either for reinfusion or hypotension. Pt dialyzed on baxter CT-190 dialyzer. Pt monitored with critline monitor which uses an in-line disposable device. Facility has discontinued using baxter CT-190 dialyzers throughout the center.